Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A pectus revision was performed to implant two stabilizers. It was confirmed the reason for the revision was excessive coughing. The pectus bar was reported as being flipped. The surgeon did not use stabilizers in the initial procedure and felt implanting the stabilizers should provide stability.